Event description:
The tibial baseplate was revised. Upon revision the baseplate was found to be cracked. The tibial insert was also worn.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results are insufficient to determine the cause of this event, although inadequate cortical support is likely a factor.